Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: (B)(4): upon analysis, no anomalies were found.

Event description:
It was reported that the lead helix would not extend or retract during testing at implant. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.